Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of cracking and leaking was confirmed. Visual inspection of the set noted a crack found on the top base of the accuslide. The crack was measured to be about 2.75 inches long and ran parallel to the direction of the fluid flow. There were no other signs of strain or stress marks. Functional testing was performed and a leaking was observed from the cracks during the gravity run and as a result no more testing was required to confirm the leak. The root cause of the leak found was determined to be a crack in the subassembly of the accuslide. The origin of the crack was identified to be due to molded-in stress introduced during the accuslide manufacturing process. Molded-in stress in conjunction with polycarbonate¿s susceptibility to moisture and solvents can cause cracks.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a tubing leak while infusing lipids at 1.6ml/hr in the nicu. The lipid infusion was stopped; the tpn infusion was able to be continued on a separate line.

Manufacturer narrative:
.